Event description:
According to the reporter, during use, the patient pulse rate was normally 120 and would jump significantly higher and intermittently to as high as 225 that results in tacky alarm. The spo2 value was also seen to drop intermittently to lower values, as low as 50 from its normal value of 97. Changing the cables, sensors and the monitors did not resolve the issue. There was no patient harm.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.